Event description:
It was reported that prior to the right internal carotid stenting procedure, during the angiogram, the patient developed slurred speech. During the procedure the symptoms progressed to right hemiparesis (weakness) which resolved within 24 hours, however, the neurologist diagnosed the patient with a stroke since the magnetic resonance imaging (MRI) showed acute infarcts in the left hemisphere, even though the computed head tomography and the magnetic resonance angiography were negative. There was no treatment provided. The patient's condition continues but is improved and was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke and weakness are known observed and potential adverse events as listed in the emboshield nav6, instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.